Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the guidewire, arteriotomy locator, hemostasis sheath, carrier tube, polyfoil pouch and header bag. The device is subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube appear to have been mated, with the carrier tube set in rear lock position. The collagen and tamper tube are visible. The complaint can be confirmed for a nondeployment device pullout. The hemostasis sheath and carrier tube were pulled apart after mating, with the carrier tube stuck on the anchor and collagen in the sheath. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while pulling out the angio-seal the whole device went outside the vessel and the collagen did not stick in the vessel. The doctor ensured all steps were followed. Later a doctor tried to check and examine the collagen to check where the issue was. There was no harm to the patient. Additional information was received on 15may2025: the procedure performed for the patient prior to use of the angio-seal was left main stenting. A 6 french procedure sheath used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. Hemostasis was achieved by a second angio-seal. Blood loss was less than 250cc. No equipment or other devices were used with the angio-seal.